Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain complete event information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received a replace generator soon message. In turn, the patient's ipg was explanted and replaced to address the issue.